Event description:
Shiley received copies of medical records from the pt's cardiologist which stated that the pt was admitted to the hospital for prosthetic valve insufficiency. According to the history and physical report, prior to surgery, the pt had been complaining of increasing fatigue, exercise intolerance, and shortness of breath. The pt also recently began having atrial fibrillation. The operative report stated that there was "significant prolapse of one leaflet of the ionescu-shiley valve, which resulted in significant insufficiency. There was no perivalvular leak." The pt survived surgery in satisfactory condition and was discharged five days after surgery.

Event description:
Shiley recevied a copy of a hospital medical device explant form which indicates that the pt was admitted to the hospital for replacement of his ionescu-shiley aortic heart valve due to "device leaking [sic]". According to the explant form, the pt survived surgery.